Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a critically low battery alarm on a fully charged internal battery. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the total power failure alarm and also revealed the occurrence of an error (system fault 180) related to the internal battery. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the total power failure root cause was battery depletion due to user error. The system fault 180 root cause was device operation in a temperature outside of the device specification. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a critically low battery alarm on a fully charged internal battery and powered down. There was no patient injury reported as a result of this incident.